Manufacturer narrative:
The biomedical engineer troubleshot the reported complaint with ge healthcare technical support. Resolution is unknown. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/26/16 phone call, 10/27/16 phone call, 10/28/16 phone call.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. The patient was manually ventilated to complete the case. There was no report of patient injury.